Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The ra ring, rv ring, df+ header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and high out-of-range (oor) shock impedance on the right ventricular (rv) lead, measuring greater than 200 ohms during manipulation. Subsequently, a revision procedure occurred due to normal battery depletion (nbd). It was noted that the device header was loose. This crt-d was explanted and replaced. No adverse patient effects were reported.